Manufacturer narrative:
This report is submitted on february 12, 2018, (B)(4).

Event description:
It was reported the patient unscrewed the implant from his head. There no plans to reimplant the patient.